Event description:
It was reported a patient experienced sepsis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for edema and abnormal lab values. Fourteen days after admission, the patient developed sepsis. Treatment was not reported. The cause of the sepsis was not reported. Two days after the sepsis diagnosis, pd therapy was discontinued and hemodialysis was started. The outcome of the sepsis event was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was reported to be in his ¿60¿s¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.